Manufacturer narrative:
Event reported through literature: health technol assess 2016;20(20)

Event description:
Events reported through literature. Objective: to compare the risks, benefits and cost-effectiveness of cas versus cea for symptomatic carotid stenosis. Participants: patients older than 40 years of age with symptomatic atheromatous carotid artery stenosis. Interventions: patients were randomly allocated stenting or endarterectomy using a computerised service and followed for up to 10 years. Main outcome measures: the primary outcome measure was the long-term rate of fatal or disabling stroke, analysed by intention to treat (itt). Results: a total of 1713 patients were randomised but three withdrew consent immediately, leaving 1710 for itt analysis (853 were assigned to stenting and 857 were assigned to endarterectomy). The incidence of stroke, death or procedural myocardial infarction (mi) within 120 days of treatment was 8.5% in the cas group versus 5.2% in cea group (72 vs 44 events) [hazard ration (hr) 1.69, 95% confidence interval(ci) 1.16 to 2.45; p=0.006]. In the analysis restricted to patients who completed stenting, age independently predicted the risk of stroke, death or mi within 30 days of cas (relative risk increase 1.17% per 5 years of age, 95% ci 1.01% to 1.37%). Use of an open-cell stent conferred higher risk than a closed-cell stent (relative risk 1.92, 95% ci 1.11 to 3.33), but use of a cerebral protection device did not modify the risk. Cas was associated with a higher risk of stroke in patients with an age-related white-matter changes score of 7 or more (hr 2.98, 95% ci 1.29 to 6.93; p=0.011) after completion of follow-up with a median of 4.2 years, the number of patients with fatal or disabling stroke in the cas and cea groups (52 vs 49), and the cumulative 5-year risk did not differ significantly (6.4% vs 6.5%) (hr 1.06, 95% ci 0.72 to 1.57; p=0.776). Stroke of any severity was more frequent in the cas group vs 8.6% in the cea group) (hr 1.25, 95% ci 0.89 to 1.75; p=0.20). There was no difference in the distribution of mrs scores at 1-year, 5-year or final follow-up. There were no differences in costs or qalys between the treatments. Conclusions: the functional outcome after stenting is similar to endarterectomy, but stenting is associated with a small increase in the risk of non-disabling stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.